Event description:
It was reported that the patient's blood glucose level reached 25.3 mmol/l (455.4 mg/dl). The patient has down syndrome and was under stress due to a thunderstorm during the night. Due to this the adhesive of the pod did not stick will to the infusion site (abdomen). The nurse found the patient in the morning and called the doctor. Symptoms include hyperglycemia and vomiting. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the adhesive did not stick at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.